Event description:
A facility administrator (fa) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the fa reported that the blood leak occurred 10 minutes into the hd treatment. The nurse explained that the leak was visually observed in the arterial end of the dialyzer. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did not alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury other than the indicated minimal blood loss, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: sample from the reported lot was returned and subjected to a bubble point leak test. A leak was detected at approximately 170°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, three broken fibers were found with the break flush with the pu was identified at the leak location on the non-cavity ID end. The opposing ends were found in close proximity to the fragments. There was no other damage or irregularities noted. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices (dn)s, and one nonconforming (nc) (nc failed critical visual inspection, resulting in rework) in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the fa reported that the blood leak occurred 10 minutes into the hd treatment. The nurse explained that the leak was visually observed in the arterial end of the dialyzer. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did not alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury other than the indicated minimal blood loss, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is available to return to the manufacturer for evaluation.